Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level. Customer's blood glucose value was below 50 mg/dl at the time of the incident. The customer was assisted with troubleshooting and declined as he was already stable now and it was resolved when he drank a soda. Customer stated that insulin pump error and gets kicks out few times and 2nd time. The device will not be returned for analysis.